Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the two master tool manipulators (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the parts; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal bilateral hernia surgical procedure, the system displayed the left opto button and then the right opto button was disabled after a power cycle. The technical support engineer (tse) instructed the site power cycle the system and slide the opto finger clutch buttons on the masters and the customer stated the surgeon side console (ssc) right button did not retract back after letting go. The customer also cycled the breaker, powered back on, and the right mater tool manipulator (mtm) button error returned. The site would proceed using the single ssc and the second ssc for observation only. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system initially powered on without error.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported failure of worn buttons was able to be reproduced during visual inspection.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A second master tool manipulator (mtm) was returned for failure analysis, and the reported failure (worn opto buttons) was able to be reproduced during visual inspection..

Event description:
Refer to h10/h11 for follow-up information.